Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Evidence was found in the event history log as multiple high alarms were displayed: cassette not attached properly. The cause was intermittent downstream occlusion (dso) sensor. The dso sensor was replaced.

Event description:
It was reported that there was a cassette not attached error. Found during testing. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.